Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues, pain and intermitten lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the pt's device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.